Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
There was a bang...the charger itself has blown - oral-b [device physical property issue]. Case narrative: female consumer via phone stated that there was a bang and the charger itself had blown for her oral-b pro electric toothbrush handle, type 3772. No injury was reported.

Manufacturer narrative:
22-apr-2024: complained product will not be not available.

Event description:
There was a bang...the charger itself has blown - oral-b [device physical property issue] case narrative: female consumer via phone stated that there was a bang and the charger itself had blown for her oral-b pro electric toothbrush handle, type 3772. No injury was reported. 22-apr-2024 via case update: the suspect product was discarded. No injury was reported.

Manufacturer narrative:
23-jul-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
There was a bang. The charger itself has blown - oral-b [device physical property issue] case narrative: female consumer via phone stated that there was a bang and the charger itself had blown for her oral-b pro electric toothbrush handle, type 3772. No injury was reported. 22-apr-2024 via case update: the suspect product was discarded. No injury was reported.